Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise resulting in delivery of inappropriate anti-tachycardia pacing (atp) and an inappropriate shock. It was reported that the patient was in contact with some kind of a wearable device. The noise was felt to be consistent with electromagnetic interference (emi). Device evaluation was unable to reproduce noise and appropriate device function was noted. Technical services (ts) discussed potential troubleshooting options. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.